Event description:
Pt had two charite disc implanted. 5-weeks post-op, developed pain. 6-week check & x-ray found one disc had migrated anteriorly. The event occurred while the pt was at work. (Diesel mechanic) while sweeping the floor. A revision was performed and the pt fused at ls-s1.